Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The device was not returned to stryker. The reported issue could not be duplicated or verified. The root cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.